Manufacturer narrative:
Additional information was received that 10 years and 5 months post implant of this 21mm aortic bioprosthetic valve, a non-medtronic transcatheter valve was implanted valve-in-valve due to stenosis and regurgitation. Eleven years and seven months post implant, both valves were explanted due to stenosis and increased gradient measurements and replaced with a bioprosthetic valve. The patient was reported to be stable after successful valve implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 7 months post implant of this 21 mm aortic bioprosthetic valve, the valve was explanted and replaced with 23 mm valve of a different model. The reason for the explant was not reported. No adverse patient effects were reported.